Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: 3008454189) is submitting the report on behalf of berlin heart gmbh (manufacturer). During initial visual examination of the returned blood pump no air cushions were detected between the membranes. The blood pump was then tested for functional performance and the pump met its required performance specification. However there was a crease on the air-side layer of the membrane at the end-systolic position during testing. For further investigation, the pump was submitted for an external CT examination. All three membrane layers lay parallel to one another. A minimal quantity of small graphite particles were detected in the membrane interstices and multiple defects were noted in the middle layer. The pump was then disassembled for further testing and the membrane layers were individually tested. Multiple leaks were detected in the middle layer, near the center and the edge of the layer. Additionally, graphite agglomerates were seen between the membranes. The other two layers of the membrane were intact. The membrane thickness was measured during the course of the investigation and found to be within specification at the defined measuring points in all three layers and at the leak locations in the middle layer. The customer complaint regarding incomplete ejection in the blood pump could not be confirmed. The pump filled and emptied completely. However, in the end of systolic position, there was a crease on the air-side layer of the membrane. During a detailed investigation of the returned pump, a defect was detected in the middle layer. The defect possibly contributed to the formation of the crease in the air-side membrane layer. The cause of the defect was most likely the graphite particles that formed due to an abrasion between the layers. This caused increased friction at points, which finally led to the defect in the middle layer.

Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, (B)(4), was in use by the patient from (B)(6) 2018 until (B)(6) 2018 (121 days). We have reviewed the production records of the excor blood pump, (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. No defects could be detected during initial visual inspection of the returned pump. The blood pump was returned to the manufacturer for further evaluation. A detailed report of the investigation will be submitted as soon as available.

Event description:
Berlin heart inc. Was informed by the clinic that the rvad in a patient supported in the bvad configuration was not completely ejecting. Adjustment of the ikus stationary driving unit parameters did not improve function. Upon evaluation of a video sent by the clinic berlin heart inc. (B)(4) personnel recommended an exchange of the affected blood pump. Trained personnel at the clinic exchanged the blood pump without incidence. The patient was not adversely affected by this incident and is doing well.